Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch clp830 mfg date: 07/10/2010, exp date: 09/30/2012. Batch chb426 mfg date: 10/29/2010, exp date: 06/30/2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a chest wall tumor resection under video assisted thoracic surgery on (B)(6) 2011 and topical skin adhesive was used. The surgeon performed dermal suturing and then topical skin adhesive was applied at surface of three incision sites. Gabapen, lobu, and cytotec were prescribed for postoperative pain. On (B)(6) 2011, the patient experienced itching over her whole body and got a rash at the left breast area, especially around the site where the skin adhesive was applied. The prescribed pain medications were discontinued and allelock, zantac, and venapasta were prescribed for a possible allergic reaction. On (B)(6) 2011, the patient underwent a patch test by a dermatologist. The results showed the patient was allergic to the topical skin adhesive used in the initial procedure. Currently, the patient is still experiencing skin pigmentation, but is recovering.